Manufacturer narrative:
This report is submitted december 20, 2016.

Manufacturer narrative:
This report is filed october 24, 2016. Device not returned to manufacturer.

Event description:
Per the patient's surgeon, the patient experienced ossification of the cochlea resulting in device non-use. Subsequently, the device was explanted (date not reported).